Manufacturer narrative:
Other devices involved in this event: battery/ (B)(4); cat #: 1650de; exp date:09/30/2016; mfg date: 09/30/2015. Battery/ (B)(4); cat #: 1650de; exp date: 09/30/2016; mfg date: 09/20/2015. Battery/ (B)(4); cat #: 1650de; exp date: 09/30/2016; mfg date: 09/30/2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by that the patient called to report power switching and single beeps no effect was reported, but patient was convinced to come into the hospital. He was subsequently discharged. No additional information available.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. The controller, (B)(4), and three batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the controller and batteries revealed that the devices met specifications; the units passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each fifteen (15) minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries (B)(4). Additionally, log files revealed several communication errors between the controller and batteries. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. The manufacturer has opened an internal investigation to evaluate the momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4). Method: actual device evaluated; interoperability evaluation; electrical evaluation; visual inspection; analysis of data log(s). Result: interoperability problem. Conclusion: quality system deficiency.